Event description:
Pt alleges she needs to have her implant removed due to illness; however, no specifics were provided. Pt also alleges in the last few months she has been having problems with lumps forming around the outer rim and a mammogram could not pick up a clear picture as to lumps due to the prosthesis. Pt also alleges that they cannot tell if there is rupture. She has been feeling ill at times for no apparent reason.